Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the lead was explanted due to an endocarditis. According to the boston scientific representative, the opening pocket looked clean and was not infected. A testing of the cultures was conducted. It was found that the cultures came back as negative. It was stated that there will be no replacement at this time. No additional adverse patient effects were reported.